Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had placement difficulty and a perforation on the same day as implant. The patient complained of chest pain, and the physician stated they could hear a pericardial rub. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.